Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no removal difficulty encountered and there was no resistance felt when removing the device from the patient. There was no distal embolization due to the nosecone detachment. There was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the hawkone returned connected to the cutter driver. The device returned with the thumbswitch in the off position and the cutter driver power was on. Visual inspection of the detached tip confirms guidewire lumen damage and damage at the proximal end of the tip with frayed edges. The detachment site is visible just distal to the anchor pockets. The cutter returned attached to the end of the drive shaft. Under the microscope it is visible that there is damage to the guidewire lumen as the lumen is torn from the housing assembly. A 0.014¿ guidewire from the lab was loaded through the tip and is seen exiting the proximal end of the nosecone as the guidewire lumen is torn on the metal housing. Image review one cine image of the procedure was provided by the customer. The cine image shows the hawkone distal assembly detached inside the targeted lesion. A guidewire is noted inside the guidewire lumen of the nosecone and not attached to the middle section of the housing. A guide catheter is noted with a radiopaque tip with a snare exiting the tip and attaching to the proximal end of the hawkone housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with a non-medtronic 6fr sheath during procedure to treat a moderately calcified plaque lesion in the left proximal to distal peroneal artery with 80% stenosis. The lesion was no pre dilated but post dilated. IFU was followed. It was reported that the physician made 5 passes with hawkone in the peroneal. When the nosecone was full, catheter was removed. While removing the hawk, the nosecone detached from the catheter and broke off in the external iliac. Physician was able to remove the detached nosecone with gooseneck snare. Physician continued with a 4x80mm chocolate balloon in the distal, mid and proximal popliteal. Physician also used a 6x40mm inpact admiral in a proximal sfa lesion to complete the procedure. No further patient injury reported.